Event description:
It was reported that during the beginning of a da vinci si prostatectomy procedure and while the system was being docked to the patient, the site experienced system error code 907 and the led on all patient side manipulator (psm) arms were illuminated red except for the third arm. All arms could be clutched expect the third arm. The site attempted to troubleshoot the problem by rebooting the system without success. With the assistance of an isi technical support engineer (tse), the site powered down the system, reconnected connection cables, and powered on the system; however, the system error continued and system error code 31030 was now displayed on the monitor. The tse had the site exercise arm 3 without success and suggested that the site could continue with the procedure using two of the three arms. At this time, the surgeon made the decision to convert to open surgical techniques to complete the planned procedure. No patient harm was reported.

Manufacturer narrative:
The investigation conducted by field service engineering concluded that system error codes 907 and 31030 were associated with the system's embedded serializer for setup joints (essj). The essj gathers position information and sends this information as serialized data to the remote arm controller (rac). The system was repaired by replacing the affected essj. The system alarm (system generated fault code) functioned as designed and there was no injury to the patient. System error code 907 and 31030 indicates a communication problem between the rac and essj. Upon determining this condition, the safety system puts da vinci si in a non-recoverable safe state. As of (B)(4) 2010, there have been no reported recurrences of the issue at this hospital.